Manufacturer narrative:
Medical records contain pd fluid culture was obtained on (B)(6) 2015. Medical records did not indicate the patient had a culture performed on (B)(6) 2015. Medical records did not diagnose patient with peritonitis. Medical records did not contain progress notes after (B)(6) 2015 for review and did not mention any intervention for the alleged peritonitis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient's alleged peritonitis. Documentation by pdrn and peritoneal dialysis fluid culture results strongly suggests the (B)(6) 2015 peritoneal dialysis fluid culture was possibly contaminated.

Event description:
On (B)(6) 2015, the patient presented at the dialysis clinic. Patient stated she was having drain problems with the cycler and felt extreme pain during her fill. The patient stated she does well with half of the exchanges and denied nausea, vomiting or any abdominal pain. There was no evidence of infection at the peritoneal dialysis (pd) catheter site. The patient's pd fluid was clear and no fibrin was noted in the drain bag. Patient had a pd fluid collection on (B)(6) 2015 that also was clear and colorless. Pt had rare growth of streptococcus viridans and staphylococcus epidermidis. Notes from the peritoneal dialysis registered nurse (pdrn) revealed the patient did not collect the peritoneal dialysis fluid specimen, per instructions. Pdrn revealed the pt was to take the entire bag of fluid to the lab ut instead the pt cut the tubing with nonsterile scissors and drained some into the clean-catch urine cup with no mask. The pdrn questioned probable contamination. Rare growth of streptococcus viridans and staphylococcus epidermidis as well as a wbc count of 58 could strongly suggest contamination, especially considering streptococcus viridans is often found in the mouth and staphylococcus epidermidis is found as normal flora on the skin. The pdrn wrote the fluid was never cloudy and patient had no fever. The pdrn reported the only pain was with fill on the cycler, confirmed in the medical records.

Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was prescribed medication due to peritonitis. Follow up with peritoneal dialysis registered nurse (pdrn) indicated on (B)(6) 2015 the patient contacted the clinic and reported cloudy effluent and abdominal pain and was diagnosed with gram positive peritonitis. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. The patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient was not hospitalized for the peritonitis and was initially treated in clinic and continued her antibiotic medication treatments at home. As of (B)(6) 2016, the signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without the further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.